Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of the insulin pump was occasionally unresponsive. Customer¿s blood glucose level was unknown. Customer reported that newer plastic battery cap was stressed, motor was slower and more quiet than normal. Customer declined 24 hour helpline transfer. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces or in the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd board was found locked properly. Device was received without the original battery cap. Unable to verify damage to the battery cap. (B)(4).